Manufacturer narrative:
Alleged failure: the surgeon was pulling the slingshot out of the patient with suture sucked into the device and the inner metal sheath separated from the outer sheath and remained in the joint. The surgeon was able to remove the piece from the patient without incident or damage to the patient. There were no adverse effects on the surgery. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) excessive force applied on device, 2) difficult anatomy, extremely tough soft tissue, or 3) manufacturing issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the inner sheath broke off into the patient during the procedure. The piece was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the inner sheath broke off into the patient during the procedure. The piece was retrieved.